Event description:
Int'l ((B)(6)) complaint received reporting leakage issue with use of d1000 tego connectors. The initial information received reports "tego leaked blood user indicated that a slip connector device was accessed into tego instead of luer lock connection and thus caused the leakage. Staff retraining was done." There were no reported patient injuries or adverse consequences. The involved tego connectors were removed and replaced with no further problems encountered. Additional event/usage information and status of the involved devices has been requested. As of the date of this report the tego connectors/set-up have not been returned for analysis and confirmation.

Manufacturer narrative:
Visual analysis (pre and post decontamination) of the returned used tego connector recorded evidence of component damages, blood leakage most evident between the yellow tego body and the clear silicone covering. Engineering testing and analysis: the d1000 tego was air pressure leak tested per the applicable product specifications. The results recorded the tego connector leaked. The d1000 tego was then disassembled with the following observations: the silicone seal had a round hole punched into the sidewall. This damage/condition would result in leakage. The characteristics of this type of puncture and location is typical of access with a sharp instrument such as a needle. Findings: engineering testing and analysis of the returned used tego connector did replicate and confirm a leakage issue due to internal component damages/puncture in the sidewall. The most likely cause of the component damage is attributable to incorrect usage, where access with a sharp instrument such as a needle occurred.

Event description:
Additional information: device return: one used d1000 tego connector was returned. This is the manufacturer's follow-up report to provide additional information and the return device investigation results.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 2977658 (mfg. 01/2015 showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Findings: the involved devices were not returned for analysis and confirmation. The cause of the event remains unknown.